Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a colon surgery, the patient developed a fever of 103.1. Abdomen was cultured and grew yeast. The patient was taken back to the operating room. Findings include further dissection into the pelvis; however, revealed some fibrillar purulent exudate around the drain and much denser adhesions.